Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via (B)(6). The ICD exhibited t-wave oversensing. The device was reprogrammed on (B)(6) 2015 but the issue remained. The device was reprogrammed on (B)(6) 2015 but issue still remained. No further intervention was performed. The patient would continue to be monitored.